Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The instrument was received partially applied. Microscopic evaluation of the instrument noted that the jaws were misaligned. The proximal tube shaft assembly was severely damaged and bent. The condition of the instrument precludes functional evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the misaligned jaw condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. Replication of the bent shaft condition may occur with intentional over flexure of the shaft during clinical application causing the shaft to bend. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the surgeon used a clamp which must be passed through a 5mm trocar. The device would not slide into the trocar. The surgeon put slight pressure on the device to slide it through the trocar. This caused a lesion in the liver. This also caused bleeding of the liver.